Event description:
It was reported that the patient presented in clinic with an arrhythmia. Device interrogation revealed incorrect interpretation of signal leading to inappropriate shock on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.